Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the bed won't go down. There was pt involvement; however, no adverse consequences are reported.